Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the customer, channel b on the right side failed so they switched over to the left side. There were no leaks noted. Per the field service representative, the unit had a bad dual thermistor.

Event description:
It was reported that during set up of the device for cardiopulmonary bypass (cpb) procedure, the internal thermistor gave an e10 error code. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the dual thermistor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) measured the resistance across the sections of the thermistor. 6k ohms and 30k ohms were measured, which meet specifications. The pst checked the connections of the thermistor wires to the connector with nothing found that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.